Event description:
It was reported to manufacturer that the vns patient was experiencing a recent increase in seizure activity; relationship to pre-vns baseline is unknown. The group home, where the patient resides, reported the increase in seizures event to the patients treating neurologist. A battery life calculation was performed with the available programming history and revealed that the generator was not likely nearing end of service. Further follow up with the treating physician revealed that the patient was seen following the onset of the event and diagnostic tests performed revealed normal device function. The patient was not able to tolerate an increase in output current. Device settings and medications were adjusted and the seizure activity has improved.